Event description:
It was reported that a perforation with pericardial effusion occurred. The patient underwent a successful left atrial appendage (laa) closure procedure. A 24mm watchman laa closure device was released after all criteria were met. There were no complications during the procedure. One hour later, while in recovery unit, patient developed hypotension for which a perforation and pericardial effusion were noted. A pericardiocentesis was performed to drain 180cc of blood. Patient recovered and was discharged.